Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose level at the time was 15 mmol/l. Customer did not trust the reading on the meter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.